Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery and the load process. Customer's blood glucose level was 299 mg/dl. Customer administered a correction bolus.